Event description:
The customer reported a ventilator touchscreen is not responding. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the touchscreen and front bezel. As a result, the rse provided the part identification number for these parts. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information from the customer, however, there was no response. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.